Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the circumflex which was mildly tortuous, non-calcified and 90% stenosed. After balloon dilatation, resistance was met and the balloon dilatation catheter (bdc) froze on the balance middleweight (bmw) guide wire. The guide wire was removed separately from the bdc without reported issue. Although reportedly procedure time was extended by 15-20 minutes, it was not clinically significant. There was no reported adverse patient effect. No additional information was provided.